Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve disorder (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration clinically observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included diabetes mellitus, hypertension, coronary artery disease, peripheral artery disease, aortic stenosis, arterial fibrillation, hypertension, chronic obstructive pulmonary disease, and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(6).

Event description:
Edwards received information that a 27mm bioprosthetic valve was being evaluated for a valve-in-valve intervention after an implant duration of approximately eight (8) years due to mitral stenosis. Through follow-up, it was learned this patient was on hold for medical intervention.

Manufacturer narrative:
Additional manufacturer narrative: the device remained implanted; therefore, it will not be return for evaluation. The clinical complaint observation was unable to be confirmed. It is well known bioprosthetic tissue valves can deteriorate with time and eventually fail due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The rate of structural valve deterioration (svd) in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Risk factors previously found to be associated with bioprosthetic svd include younger age at implant, mitral valve position, renal insufficiency, and hyperparathyroidism. Because patient medical history has not been made available, we are unable to determine if patient¿s underlying valvular disease contributed to this event. If additional information does become available, a follow up report will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic valve was last reported to be treated with valve-in-valve intervention after an implant duration of approximately eight (8) years due to mitral stenosis.